Manufacturer narrative:
Additional information h3, h6 and h10: the device was not received or identified for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump which was alleged to have a downstream occlusion alarm issue. The infusion was running norepinephrine and pump didn¿t detect downstream occlusion alarm. Infusion was running at 16 ml/hr for over 35 minutes. Nurse kept increasing the infusion rate as the patient became hypotensive. Nurse states she doesn¿t remember if drops were falling when she pressed yes on check flow screen. Downstream pressure limits were changed to low to make it more sensitive. Pump alarmed accordingly after settings were changed. The problem was found during use in the medical intensive care unit. There was patient involvement but no patient harm associated with the problem. No additional information is available.